Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge returned. Unable to conduct dimensional testing due to condition of returned sample. Additional observations were as follows: iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. No cartridge received. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint "defective, could not be placed" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated cartridge used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. We are unable to conduct dimensional testing due to condition of returned sample. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) could not be placed during a procedure and was 'left at incision'. A backup lens was implanted during the procedure and there is no reported impact on the patient. Additional information was requested.